Event description:
A report was received that the patient was to undergo a lead revision due to inadequate stimulation. During the revision the lead was presumed to be fractured based on x-rays taken. When the physician went to move the lead, it fell apart near the transition sleeve. The lead was explanted and replaced. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2138-70, serial #: (B)(4), description: phase iii linear lead - 70 cm model #: sc-2138-50, serial #: (B)(4), description: phase iii linear lead - 50 cm. The explanted device will not be returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.